Event description:
It was reported that this pacemaker was found to have recorded an inappropriate atrial tachy response (atr) episode due to oversensing farfield atrial signals. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Ts reviewed the stored atr episode and confirmed the farfield oversensing on the atrial channel. Ts noted there to be premature ventricular contraction (pvc) signals occurring at the same time that may have led to the oversensing. Ts also noted functional undersensing and functional loss of capture (loc) on the device. Ts provided programming optimization options. No adverse patient effects were reported. This pacemaker remains in service.